Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a piece of the drain broke off within the patient as the drain was being pulled out. An additional surgery was needed to remove the piece.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. To avoid the possibility of a hematoma due to wound evacuation, the instructions for use should be carefully followed. To avoid the possibility of drain damage or breakage: ¿ additional perforations should not be made in the drains. ¿ avoid suturing through drains. ¿ drains should lie flat and in line with the skin exit areas. ¿ particular care should be taken to avoid any obstacles to the drain exit path. ¿ drains should be checked during closure for free motion to avoid possibility of breakage. ¿ drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Warning: surgical removal may be necessary if drain is difficult to remove or breaks." Corrections: initial reporter name and address:, initial reporter health professional, initial reporter occupation, date rec¿d by MFR.

Event description:
It was reported that a piece of the drain broke off within the patient as the drain was being pulled out. An additional surgery was needed to remove the piece. Additional information was received on (B)(6)2018 , via a medwatch, that the drain snapped at the connection between the drain and collection tube.